Manufacturer narrative:
No sample available for investigation. The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was assembled and inspected according to our specifications. No corrective actions can be implemented at this time. Physical sample is necessary to conduct a proper investigation. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determined a root cause. The MFR will continue to monitor and trend relating complaints. Results - there is no accurate code to describe no testing due to no sample available for investigation.

Event description:
The event is reported as: after a pt had a CABG procedure, he was sent to the post operative unit where it was confirmed the pt was bleeding around the operative site of the heart. The pt was brought back to the operating room where his chest was re-opened and it was discovered the suture had broken in the middle of the suture line, not near the tied knot. The area was re-sutured and the pt recovered and sent home. Pt's current condition is fine.